Manufacturer narrative:
As part or normal complaint follow up, an evaluation of the event has been initiated at mako surgical. The surgeon did not revise the acetabular cup, which was placed with the assistance of the rio. The femoral head component was revised to adjust for the subsidence of the femoral stem. The case session files from the rio were reviewed and all values were found to be within acceptable tolerances. No anomalies were observed with the implant planning values. Based on the data in the files, the rio operated as expected.

Event description:
The surgeon had performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). A week later, the patient fell and fractured their femur. The surgeon performed a revision surgery, using wires to repair the femur. The stem subsided a little as a result of the fall; therefore, the surgeon decided to revise the femoral head and implanted a +7 mm head to replace the original neutral head.